Manufacturer narrative:
Concomitant medical products: product ID 3080, lot# b0252296k, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a procedure to replace the implantable neurostimulator (ins) as the battery was empty after ten years. It should have only been a replacement surgery of the ins, however, after removing the extension from the lead and connecting the lead to the new implantable neurostimulator (ins), the lead was stuck at the beginning of the device head. When removing the lead, the "isolation" got damaged. The lead (that was stitched to the sacral area) broke during the explant. No troubleshooting was performed during the intervention. The lead was replaced on (B)(6) 2016 and was returned for analysis. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found that the lead body conductor was broken due to overstress damage. Result and conclusion codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.